Event description:
It was reported that the wheels on the rollator locked up due to the brakes jamming and rubbing against the wheels.

Manufacturer narrative:
It was reported that "the rollator brakes jammed up. Customer informed both brakes are jamming, it looks like the brakes are rubbing against the wheels and stated she was getting out the unit and was walking into a party when the unit jammed up on her. Customer looked at unit and stated it feels like the wheels is bent and turned outword." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.